Manufacturer narrative:
.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate shocks. Patients device was found to be post-sensed t wave oversensing. Programming changes were made. Patient is doing fine.